Event description:
It was reported that balloon rupture occurred. A 6.0mmx40mmx40cm sterling balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured after the first inflation. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications as a result of this event.